Event description:
On (B)(6) 2012, the patient claimed her blood glucose at 473 mg/dl after the settings in the subject pump failed to deliver as programmed. The patient reportedly was feeling sick at the time of concern. During the troubleshooting session, the animas representative noted the basal history and temp basal during the night prior to the hyperglycemic reading showed 0.0u/hr. An alleged basal rate of 0.25/hr never showed in the basal history. The issue was not resolved with training. This complaint is being reported because the patient claimed he was hyperglycemic and symptoms that can be suggestive of acute complication of diabetes after the pump setting issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed there was no activity outside normal use. The black box and basal history revealed on (B)(4) 2012 at 11:14 pm, the blank basal program 2 was activated; the program had 0.00 units programmed. Basal program 2 continued to run until (B)(4) 2012 at 7:30am when basal program 1 was activated. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. On testing of the keypad, all buttons were normally responsive and did not demonstrate any hypersensitivity. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.